Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. The returned lead was incomplete with all wires broken at the proximal end of the lead anchor. As such no functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg, two percutaneous leads and two lead anchors on (B)(6) 2010. It was reported that the pt lost stimulation. A diagnostic test revealed invalid impedance measurements on all contacts for one of the leads. A subsequent x-ray showed that lead had pulled out of the ipg header. Surgical intervention was undertaken to address this matter. Intraoperative testing found that the aforementioned impedance issues remained. As such, the physician replaced the lead in question, and effective stimulation was recaptured for the pt. No further complications were reported.